Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus endoscopy support specialist (ess) was requested to perform a tiger team evaluation of scope (evis exera iii gastrointestinal videoscope) care and handling. During the ess evaluation, the customer did not use the air/water channel cleaning adapter and may not always flush the auxiliary water channel at pre-cleaning. The customer stated that they used the air water channel cleaning adapter in the past and will order a disposable adapter and begin using it again. It was reported that the ess will schedule an in-service on pre-cleaning to provide a refresher on the proper steps. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handing or inadequate and insufficient reprocessing. The event can be prevented by following the instructions for use (IFU) which state: ¿·detach the air/water valve (mh-438) from the endoscope and place it in the detergent solution. Attach the aw channel cleaning adapter (mh-948) to the air/water cylinder of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the endoscopy support specialist (ess). On (B)(6) 2022, the ess was onsite to observe and performed a reprocessing in-service with the staff that covered the guidelines on pre-cleaning and storage of the olympus 180/190 series scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer confirmed they will be using an ofp automated flushing pump to flush the auxiliary water channel and will high level disinfect their scopes. Olympus will continue to monitor field performance for this device.